Manufacturer narrative:
Patient city: (B)(6). Patient country: mexico. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. .

Event description:
Reference number: (B)(4). Event occurred in mexico. It was reported that the patient faced high blood glucose event on (B)(6) 2026. The patient treated with manual injections. The event lasted more than 4 hours. No further information available.